Event description:
A pt underwent first liver transplantation in 2002 due to suspicion of hepatocellular carcinoma in existing alcoholic cirrhosis. The donor's liver was rinsed in-situ and ex-vivo with celsior, and then cold preserved in celsior solution. Info on donor and graft was not available. Three months later, due to the non-restoration of primary graft function (cause not identified), the decision was taken to perform a second transplantation. The pt underwent urgent second liver transplantation 2 months later. For second transplantation the solution used for organ preservation was viaspan. Despite a favourable evolution of second transplantation, the pt experienced post-operative complications: pt developed pulmonary aspergillosis and sepsis due to multiresistant staphylococcus, then right intra-cranial frontoparietal hematoma. The pt died in 2002. The reporter assessed the event as possibly related to celsior, specifying that there was a possible indirect causal relationship because following the non-restoration of primary graft function, the pt has had to be retransplanted in a short timeframe, which led to an unstable period in intensive care unit with nosocomial complications. Report originated from an investigator-initiated study titled "assessment of celsior in liver graft preservation".